Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary fracture repair surgery, it was observed that the sagittal saw attachment device would not work and was making a high pitched noise. It was further reported that the device would not oscillate. The reporter believed that something was ¿gummed up¿ inside the device. It was not reported if there were any delays in surgery. An identical spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device would not oscillate and was frozen. The housing and some internal components were corroded and the o-rings were damaged. The assignable root cause was due to improper cleaning/care and possibly immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.